Event description:
The device was being used to treat a patient and the device reportedly displayed a motion detected message each time the analyze button was pressed, preventing the device operator from being able to analyze the patient's rhthym. The patient's outcome and details were not reported to mpc.